Event description:
It was reported that new sensor message occurred. The sensor was inserted into an unknown location on an unspecified date. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: passed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).